Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warning messages during fill 4 of 5 of treatment. No air bubbles were found during setup. The patient was assisted with cancelling the treatment through the power fail recovery successful screen and stripping down the cycler. Fluid was observed when removing the cassette. Fluid was discovered during step tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from an unknown location (no visible hole in the cassette). The patient was advised to disregard using the cycler and to contact their peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler for the next treatment and call if they encountered any issues. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the cycler prompted with m31 air detected in cassette warnings during treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen in the cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient has resumed treatment using the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warning messages during fill 4 of 5 of treatment. No air bubbles were found during setup. The patient was assisted with cancelling the treatment through the power fail recovery successful screen and stripping down the cycler. Fluid was observed when removing the cassette. Fluid was discovered during step tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from an unknown location (no visible hole in the cassette). The patient was advised to disregard using the cycler and to contact their peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler for the next treatment and call if they encountered any issues. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the cycler prompted with m31 air detected in cassette warnings during treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen in the cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient has resumed treatment using the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.